Event description:
Hill-rom air shields distributor in australia was notified by a hosp that while conducting normal procedures an oxygen cylinder valve was opened and was immediately followed by a loud noise. Sparks were reported to have been sighted. The oxygen cylinder valve was then closed, which immediately terminated the situation. There were no injuries associated with this product problem report.